Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed however, the arp refurbish record was reviewed and no deviations that could have caused or contributed to the reported issue. Olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to conduction failure of circuit board inside scope connector occurred due to water that invaded the device from leaked location, causing the suggested event. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. The screen was grey and half black. The control body had presence of fluid. The scope connector also had presence of fluid without any leakage present. Once the device was aerated there was no issue with the image which was now available. Other observations for the device: adhesive of distal end rubber coating (a-rubber) is peeling and has a leak; break at 30 mm from distal end with an abnormal shape; angulation is out of specification; and several non-olympus parts around insertion tube such as a-rubber, a-rubber adhesive. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device did not white balance. There is no patient involvement and no harm reported to any patient.